Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 1 unknown screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Event description:
The report states that the patient was implanted with plate and screws fixation for left proximal tibia fracture on (B)(6) 2013. On an unknown date, the patient returned to surgeon complaining about the pain. Patient was returned to the operating room on 10/15/2013 for removal of all hardwares due to nonunion. The plate and six screws were intact. During removal, one screwhead broke off. The patient was revised to medial high tomofix tibia plate with autograft bmp-2 (bone morphogenetic protein-2). Surgery was successfully completed. This report is for 1 unknown screw. This is report 3 of 3 for complaint (B)(4).